Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged temperature alarm issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, a temperature alarm occurred, however, the customer declined troubleshooting. Customer's blood glucose was 144mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.